Event description:
While attemping to treat a patient. The device inappropiately shut down and then repowered. Clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.